Event description:
Boston scientific received information that this patient expired over one month post implant. A patient advocate returned a note that stated the device didn't work. No additional information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.